Event description:
It was reported that during an ultra lar procedure, (this is fifth time) the articulation joint is not working. After firing, staple line was not performed properly. The surgeon said that it took three times more power to close trigger. Eventually, he had to suture and reinforce distal line manually. Surgery was prolonged sixty minutes. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Articulation gear teeth. Eval summary. The analysis showed that the atg45 device was received with the articulation mechanism damaged. The device was received with a reload loaded in the device; the reload was received fully fired and with no damage to the spring reload lockout. The returned device was tested for functionality with a test reload on the 3 articulated positions; when fired to the left and center position, the staples were malformed due to the damaged articulation mechanism. The device was disassembled to verify the condition of the internal components and the left articulation gear teeth were found broken. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4). Event could not be confirmed as the device closed without any difficulties noted. A batch record review was performed and no anomalies were found during the mfg process.